Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. The catheter did not display contact force when connected to the tactisys quartz unit. Additional testing revealed the device did not meet specifications during a shaft leak test. Review of the log files indicated signal loss on optical fibers 1-3. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The irrigation leak was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.